Event description:
It was reported that an ilet pump displayed repeated restart code 38 indicating consecutive stalled motor events, and after multiple restarts a dry run was unsuccessful; the device was replaced, and the current unit will be returned. Symptoms included no reported injury or glycemic symptoms. Outcomes included no impact to the user¿s health and continued cgm use on dexcom. Investigation included telephone troubleshooting and user education on shutdown and data handling. Investigation of this case revealed a device malfunction consistent with a stalled motor that persisted after guided restart steps. It was concluded that the pump experienced a mechanical malfunction of the motor component, necessitating replacement, with no user injury reported.